Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure. The blood glucose reading was 120 mg/dl. During troubleshooting, the insulin pump gave a low battery alert. The customer declined continuation of the troubleshoot, stating that he would replace the battery and call back. Nothing further reported.